Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported being stuck on the rewind complete screen. Customer also stated that she occasionally sees bolus delivery, however no bolus being delivered. Troubleshooting was performed and it was noted that the customer attempted to bolus while in the rewind tubing process. Customer's current blood glucose reading is 438 mg/dl. No further information reported.